Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka surgery, the ns vis adpt guide jii kit did not fit into the patient. Surgery was resumed, with a less than or equal to 30 minutes delay, with a back-up device. Patient was not harmed. No further complications.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. However, an engineering evaluation was performed and determined that errors were made on the segmentation of the femur and the tibia. As visionaire devices are custom made devices, a review of the complaint history for this part is not applicable. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device by its design could not fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Factors that contribute to the reported event could include a defect during manufacturing processes, including segmentation error of the femur and the tibia. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.